Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The patient was found unresponsive in their chair. There were not any alarms. The patient had a mild cold and had recent dental work done but was not overtly sick. Death certificate and coroner's office stated atherosclerotic cardiovascular disease. The death was not considered to be device related. The device was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, of this document lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.